Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges turning around in her garage she allegedly hit the foot rest on the metal pole.

Event description:
Consumer alleges turning around in her garage she allegedly hit the foot rest on the metal pole.

Manufacturer narrative:
Consumer admits user error.